Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set leakage event. The leakage was in the tubing. The patient clothes were stained, and mentions having applied a bandage over the cannula for a few days to confirm the discharge was indeed coming from the cannula. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.